Event description:
On (B)(6) 2014, patient reported she's experienced hyperglycemia of 290- 450 mg/dl for the past 3 days, and she believes the insulin delivery of the infusion device is inaccurate. Her target blood glucose is 125 mg/dl, and she has been tired, thirsty, and has had increased urination. She was unable to lower her blood glucose by bolusing. She switched to her backup infusion device using the same cartridge, adapter, and infusion set at 10:00 am on (B)(6) 2014. Her blood glucose was 320 mg/dl at that time, and she delivered a bolus using the backup. Her blood glucose had decreased to 98 mg/dl by 1:00 pm. The infusion device was replaced, and the infusion device, cartridge, adapter, and infusion set were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.